Manufacturer narrative:
The report of an overinfusion was confirmed in the pcu event log. The pcu event log shows pump module s/n (B)(4) was programmed to infuse heparin 25000unit in 250ml (drugid 171) at a rate of 9.5ml/hr with a vtbi of 200ml at 6:01 pm on (B)(6) 2019. The infusion ran at this rate until 10:44 am on (B)(6) 2019 when the device was channeled off. At 11:31 am, the user programmed a basic infusion to run at 93.5ml/hr with a vtbi of 100ml. The infusion ran until 11:32 when the device was channeled off. At 11:33 am, the user programmed a basic infusion to run at 93.6ml/hr with a vtbi of 100ml. The infusion ran until 12:33 pm when the device was channeled off. The pump module and the disposable set were not returned for evaluation. The root cause of the reported event of an overinfusion was identified as due to programming.

Event description:
T was reported that heparin IV was infusing at a rate of 9 cc/hr with 20ml left in the bag while being transported to an echo. Once they arrived for the procedure, it was noted that the bag was empty. The heparin infusion rate was then noted to be 98.5ml/hr. The device was shut off, and the patient was returned to the room without the echo test performed. There was no patient impact.